Event description:
It was reported that one of the customer's x2 measurement systems had dropped to the floor after the latch failed.

Manufacturer narrative:
The customer, hosp biomedical engineer placed a service call to the solutions ctr (sc) to report that one of their x2 measurement servers (B)(4) had dropped to the floor after the latch failed. The fall resulted in the front display of the x2 being physically damaged ("cust claims display is cracked"). This complaint is not considered as a malfunction. Philips is reporting this only because an unexpected monitor fall was reported. This was physical damage that was obvious to the users. The general failure mode would not cause or contribute to a death or serious injury under normal and expected use. The lack of displayed pt/parameter data at the bedside monitor caused by a damaged display or lever lock would be obvious to the user during close observation. User reference guide (B)(4) describes personal surveillance. This would allow the user to implement alternative methods of monitoring per hosp protocol, and/or to troubleshoot the module/connection to monitor. The instructions for use further advise that a visual exam of the equipment prior to any use is mandatory (B)(4). A damage of all involved monitoring equipment would be visible and would prevent the equipment from use in monitoring pts. No adverse pt incidents have been reported to be caused by the reported failure mode. Since these devices are interchangeable and interlockable, it is obvious that they should not be placed above a pt's bed. Product labeling warns the user to implement a satisfactory maintenance schedule. Failure to do so may cause undue equipment failure and possible health hazards (->test/notes->labeling). The failure of the latch does not allow the x2 to fall. The x2 measurement server is held securely by the connector, even without the latch that was damaged by the users. As for the current report with the physically damaged x2 front display, the issue was resolved by replacement of the x2 front display. Following replacement of the display, the device passed all testing and was placed back into service. No further investigation or action is warranted. (B)(4).